Event description:
The facility returned the device for service. During service the baxter repair technician reported damaged batteries. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.